Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the pediatric patient, had a diabetic seizure while the cgm was displaying 85 mg/dl. A bg was checked and the patient was 40 mg/dl. The patient's parent provided the patient juice; however, the patient was able to swallow so the parent injected the patient with a shot of glucagon. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.